Manufacturer narrative:
Corrected data: section d4 - catalog number: 93930-4ja. Additional information: as part of the product return, the lot number was provided. Section d4 - lot number: zp07592. Section d4 - expiration date: 24-jan-2026. Section d4 - UDI number: (B)(4). Section h4 - device manufacture date: 25-jan-2024. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 15-jul-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: one used bottle with a letter was returned. Product chemical test was conducted to the returned product. All the tested items met the product specification and no product deficiency was confirmed. The DHR (device history record) review was completed, and the reported batch was deemed acceptable for release per material and products releasing management procedure. Based on the manufacturing record review, product evaluation, historical complaint review and hra (health risk assessment) file review, there was no indication of a malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - lot number: unknown/ not provided section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI number: unknown as product lot number was not provided. Section d6a - implant date: not applicable. The device is not an implantable device. Section d6b - explant date: not applicable. The device is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product lot number was not provided. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a user who had used complete double moist (480 ml x 2 + 60 ml that he was experiencing redness around his eyes and eczema since last autumn. The user had visited both an eye clinic and a skin clinic where he was informed that the cause was unknown. He applied medical treatments prescribed by both clinics which temporarily alleviated the symptoms, but they later relapsed. His wife, who also uses the product, experienced no issues. No further details were provided.